Event description:
Philips received a complaint on the v60 ventilator indicating that the touchscreen was not working. It is unknown if the device was in use at the time of the reported problem. This was reconfirmed in a good faith effort (gfe) response from the bme, who stated that the information was asked but unknown (asku). A biomedical engineer (bme) evaluated the device and calibrated the touchscreen successfully. The bme was unable to duplicate the alleged touchscreen issue, showing the manager that the touchscreen was working as intended. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.